Event description:
It was reported that during an attempted implant procedure of a catheter, the catheter could not be implanted due to the patient had a subdural cyst that fractured during the implant procedure. The catheter was opened but not implanted. It was noted that it was impossible to introduce the catheter into the intrathecal space. The patient required medical and surgical intervention: lumbar 8 to lumbar 10 laminotomy, a prednisone bolus (1mg/kg), prophylactic ciprofloxacine, and spinal durasil. The patient complications included drainage/incisional wound opening at the catheter track. The patient status at the time of the report was alive-with injury. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient did not want another surgery for implanting the catheter. She had refused to be exposed to another surgery; however, the health care provider (hcp) commented that she seemed much better after ¿extirpating¿ of the two cysts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8780, serial# (B)(4), product type catheter. (B)(4).